Manufacturer narrative:
The device history record have been reviewed with special attention to the raw material, subassemblies, mfg process, and qc testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The filter was returned and met all the required specs. Images were not provided. The complaint investigation is inconclusive for the reported event as no images were provided. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to this event.

Event description:
It was reported that upon deployment of a vena cava filter, the filter legs were crossed and did not fully expand. The filter was removed with a snare device and another filter was deployed without incident. There was no reported pt injury.